Manufacturer narrative:
One cadd extension sets was returned for analysis. The sample was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were found. Functional test by leak testing using hydrostat vessel and there was a leak detected in the air vent of the filter. The customer's reported problem was confirmed. Per previous complaint, a notification of this complaint to the production personnel was conducted by the production supervisor. The problem source of the reported problem is unknown.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd extension set exhibited leaking at the filter. The patient also reported that the leaking was observed 4 days after the medication was being administered. The patient felt tired and experience shortness of breath. There were no long-term patient adverse effects due to the reported event.